Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by our carefusion certified service center, (B)(4), on (B)(6) 2016. (B)(4) replaced the flow valve and the reported issue was corrected.

Event description:
The customer reported that the ventilator is delivering a higher tidal volume than expected. The customer also reported that there was no patient involvement.